Manufacturer narrative:
(B)(4). Date sent: 05/22/2025 d4: batch # unk investigation summary: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a blue reload with the reload deck damaged and a sheet description the event. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review ==> a manufacturing record evaluation was performed for the finished device lot number 251d09, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the staple line in the middle of the reload was damaged. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.